Event description:
Davol drain placed during surgery in the right knee after knee replacement on (B)(6) 2016; the drain was removed on (B)(6) 2016 without difficulty/resistancy. On (B)(6) 2016, a routine post op x-ray was completed and it ws noted on the x-ray that a piece of the drain tubing remained in the patient's knee. On (B)(6) 2015, the patient was taken to surgery for knee scope to remove the foreign object, which was the end of the drain tubing from the davol. Dates of use: (B)(6) 2016. Diagnosis or reason for use: drainage of blood from the joint post joint replacement.